Manufacturer narrative:
The reagent lot number is 79516802 with an expiration date of 30-sep-2025. The field service engineer inspected the analyzer and replaced both measuring cells that were due for replacement. He performed instrument checks and calibrations. The customer did not report any other issues after service.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for troponin t hs elecsys on a cobas e 801 analytical unit. The initial result was 14.7 pg/ml. The repeat result was 6.45 pg/ml.